Event description:
The customer noticed that the aspartate aminotransferase activated (ast-a) reagent list# 08d37-30; lot# 46059hw00 was mislabeled. The customer stated that the reagent bottles were labeled alt-a instead of ast-a. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.